Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/11/2010 and 01/25/2010 by phone, fax, and mail. A completed questionnaire was rec'd on 01/18/2010. (B) (4)

Event description:
A consumer reported having cloudy vision, following intraocular lens (iol) implant surgery approximately five years ago. In a follow-up, the surgeon stated that the pt has not been seen since almost three years ago.